Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal sensor pod from the patient's body the sensor wire broke. A portion of the sensor wire was stated to be on the sensor pod. The sensor was inserted at abdomen on (B)(6) 2015. No additional event or patient information is available.